Manufacturer narrative:
Complaint conclusion: as reported, the indicator wire of a 5f exoseal vascular closure device (vcd) is not engaged. There was no reported patient injury. Additional information was requested but not provided. A non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position, and the indicator wire was found deployed. No catheter sheath introducer (csi) was returned for this evaluation. The indicator window was returned in the black/white position. During this visual analysis, a kinked section was observed on the delivery shaft approximately 14 cm from the distal tip. A dimensional analysis was conducted on a portion of the delivery shaft near the affected area to verify the outer diameter. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator system. The deployment lever was then fully depressed, resulting in retraction of the indicator wire and deployment of the plug as expected. Additionally, the indicator window displayed the black/white and red position, confirming proper progression of the deployment steps. A high-magnification evaluation was performed on the indicator wire. No abnormalities were observed regarding its shape or surface condition. The reported event of ¿indicator wire damaged loop¿ was not observed through analysis of the returned device since there were no anomalies noted during functional analysis of the device. The wire was pulled to achieve the color changes and there was successful deployment. A kink was noted on the delivery shaft. Is likely that any issues experienced when attempting to engage the wire may be related to the kink observed. However, the exact cause of the reported issue could not be determined. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) is not engaged. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for evaluation.